Event description:
The customer complained of questionable inr results for multiple patients from multiple coaguchek xs pro meters. Of the data provided, there were discrepant inr results for 5 patients compared to the laboratory results with 3 lots of test strips. The meter serial numbers were asked for but not provided. This medwatch will cover the unknown test strip lot. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 29494312. There was no allegation of an adverse event.

Manufacturer narrative:
Relevant retention test strips were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.